Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings which resulted in fluctuating blood glucose (bg) levels of 46mg/dl to "high" (value not provided). Reportedly, the customer required assistance from contacts to address low bg level with carbohydrates and a correction bolus via the pump was delivered to address high bg. Reportedly, the transmitter had been in use longer than 90 days. Tandem technical support instructed customer to change transmitter. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible."